Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was noted that the left ventricular (lv) lead exhibited low pacing impedance measurements and no capture. The lv lead was capped and replaced on (B)(6) 2023 during a scheduled lead revision procedure. The patient was stable throughout.

Manufacturer narrative:
Correction: updated h6 codes and b5.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was noted that the left ventricular (lv) lead exhibited low pacing impedance measurements. The lv lead was capped and replaced on (B)(6) 2023 during a scheduled lead revision procedure. The patient was stable throughout.